Event description:
During a da vinci si prostatectomy procedure, the grip on the fenestrated bipolar forceps instrument allegedly was not closing. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed that one of the grip was bent, causing misalignment of the grips. There was an 0.101 offset at the tips, indicating overloading at the instrument's tip. Electrical continuity testing was performed and passed. Additional observations not reported by the customer were pulley and main tube damages. There were scratches on the surface of the distal pulley. Engineering was unable to determine how the scratches occurred. The distal end of main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.